Event description:
Md was suturing mesh to the vaginal wall using the endowrist (a mega suturecut needle driver used with the davinci robot). The circulator noticed that a wire was hanging from the endowrist. Surgery department opened up another endowrist instrument and within 5 minutes the same thing happened to this instrument. The circulator describes the wire as a braided wire cable and that the cable was dangling. Another instrument was opened which functioned appropriately and the md was able to finish the procedure. However, there was the potential for a fragment to fall into the patient.======================manufacturer response for suturing device for davinci robot, endowrist mega suture cut needle driver======================unknown.